Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that the patient was airlifted to the hospital on (B)(6) 2019 (¿13 hours ago¿) and need to have an MRI done to diagnose ¿fluid¿ or ¿infection¿ on their spinal cord. It was unknown if the issue was due to or related to the implanted device/therapy. There were no further complications reported or anticipated.